Manufacturer narrative:
It was reported that the "pressure port" of the cardiosave intra-aortic balloon pump (iabp) was not working. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was not able to reproduce the reported issue. However, the fse replaced the listed parts tidal volume disk (d202-00-0142), safety disk drive (d202-00-0140) and screw kit (d040-00-0458-02) as per pm schedule b. Fse completed all diagnostic, performance and safety tests with no issues. The unit was approved for clinical use and returned to the department. No patient involvement was there, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp for the reported issue "pressure port not working" but was unable to reproduce, and confirmed that the port was working. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the pressure port on the cardiosave intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.